Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. This lead has not been returned. Additional information was received indicating that the reason for explanting this left ventricular lead was an increase in pacing thresholds. No additional adverse patient effects were reported. This lead has not been returned.